Manufacturer narrative:
D6: implanted date: device was not implanted d7: explanted date: device was not explanted g5: 510(k): k923607 and k926214 the actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, evaluation code 11 has been referenced in the conclusions section of h6. A review of the review of the device histroy record and the shipping inspection record of the involved product /lot# combination was conducted with no findings. A search of the complaint file did not find any other report with the involved product/lot# combination. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834. Exemption number e2015022.

Event description:
The user facility reported separation of the urethane layer when using the radifocus guidewire m device. Deformation of the guidewire during removal from the vessel: it became unclad. No clinical consequence related. There was no harm to the patient. The procedure outcome is unknown.

Event description:
Additional information received on july 17, 2018. A piece of the guidewire coating migrated into the patient femoral. It was not a simple deformation. Some pieces remain in the patient. The patient was treated as intended.

Manufacturer narrative:
H6 - results - 3252 is based on evaluation of user facility information & the returned sample; 213 is based upon evaluation of undamaged sections of the returned sample. H6 - conclusion - 4310 is based upon evaluation of user facility information & the returned sample; 67 is based upon evaluation of undamaged sections of the returned sample. Visual inspection upon receipt revealed that the urethane outer layer had been sheared off on approximately 45 - 80mm from the distal end of the device. Magnifying inspection of the urethane outer layer - sheared segment revealed the following. The end of the sheared urethane outer layer on the distal side had the configuration implying that the urethane outer layer had been ripped off. On approximately 45 - 70mm from the distal end of the device, the urethane outer layer had been semi-circumferentially sheared off the wire, with the core wire being exposed. On approximately 70 - 80mm from the distal end of the device, the urethane outer layer had been sheared off with no exposure of the core wire. The shear cross-section of the urethane outer layer was in the smooth state. The outside diameter was measured on the undamaged segment and confirmed to meet manufacturer specifications. Functional testing was conducted. A current guidewire sample was inserted into a metallic needle and withdrawn from it in the manner of the guidewire sample having contact with the metallic needle. The urethane coating was sheared off from the guidewire sample semi-circumferentially. On the urethane-sheared segment of the guidewire sample, the core wire was noted to be exposed. Magnifying inspection of the sheared urethane outer layer found that it was in the smooth state similar to that of the actual sample. There is no indication that this event was related to a device defect or malfunction and the exact cause cannot be definitively determined. Based on the investigation results it is likely that the actual sample may have been withdrawn through a metallic needle in the manner of it having contact with the metallic needle, resulting in shearing of the urethane outer layer. The IFU states: "do not use the guide wire m with devices which contain metal parts such as atherectomy catheters, laser catheter, or metal introduction devices as they may cause the guide wire m plastic coating to shear and/or sever the wire do not manipulate or withdraw the guide wire m through a metal entry needle or a metal dilator. Manipulation and/or withdrawal through a metal entry needle or a metal dilator may result in destruction and/or separation of the outer polyurethane coating requiring retrieval. A plastic entry needle is recommended when using this wire for initial placement."